Manufacturer narrative:
Other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to 'regulate the numbers' on the patient programmer. The patient stated they were in a lot of pain. Troubleshooting could not be performed because the patient got upset and hung up the phone. The patient later called back and requested that a new programmer be sent to them. Follow up was conducted to obtain more information regarding the pain/programmer issue. Additional information received from the patient reported that they had their stimulator implanted at least six months and during that time there had only been a short time that they had any relief. They stated that the last of their adjustments was made by "twin clowns" that almost got him killed. Every evening they make sure they charge their battery to its fullest, he said the clowns corrected the pain killing sensation but the battery was used up by the next day, that it was at best 25%. He was told by the "senior rep" that the battery would last between three and four weeks, and the next time he spoke to them they couldn¿t help him due to boarding a plane and had to "scrounge" for himself. He stated that the first sales person was a woman who told them after their operation that they had checked everything and it was fine, and commented that the battery was fully charged. He stated this was the first of numerous lies. When they got home, they had to sit in a chair for over eight hours charging. He said he had not been helped by anyone until he met (B)(6), who made him a two program setup and the battery was only being used up at the most 25%. After about three weeks it seemed like one of the programs was failing and the "first" program was not operating at all. (B)(6) had tried to fix it, and the patient thought it was okay. They realized once they were home that it was not okay. They have been waiting over a week spending most of their day charging. The previous sunday, they had gone out to dinner with their family and their ins had shut off in the parking lot and had "a time" getting back to his car and had his wife drive his family back home. He hypothetically asked "what if he had been driving his car" when that happened and couldn¿t stop the car. He stated he was "tired of this game you are playing with my life. " they further speculated that sooner or later someone was going to get hurt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.